Event description:
The ge oec 9600 fluoroscopy system would not boot up.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the sram from the mainframe and re-configured the files. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.